Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual inspection was conducted on the product code pms3, lot hmw913. The ethicon san lorenzo team performed further analysis to determine if the complaint represented a suspected product. According to the results it was determined that this lot was not manufactured at ethicon, san lorenzo. This conclusion was based on the following: the different systems that we use to monitor the status of the lots manufactured in san lorenzo and/or manage their disposition were verified. As a result, the mentioned lot (hmw913) was not found to be active in any of these systems. In addition, the manufacturing date for lot hmw913 would have been 2023. However, this does not align with what the procedure states, which specifies that the letter assigned for the year 2023 should have been "t.¿ based on the investigation carried out, it was determined that the product is counterfeit. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The lot number hmw913 provided is invalid. D4: UDI: as the lot number provided is invalid, the full UDI is currently not available.

Event description:
As part of the existing ongoing issue of the presence of counterfeit hernia mesh products identified in pakistan, a photo was provided and found to show multiple labeling discrepancies.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: according to the information received,  it was reported suspect counterfeit. This is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows multiple labeling discrepancies were identified, for example, incorrect manufacturing and expiration dates. In addition, the writing style and font of the product artwork did not match the information on file. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The batch number fwh805 provided is invalid. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.